Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21365. The pt received four peripheral leads (off-label), three of which have the same lot number. It was reported two of the pt's peripheral leads had migrated (confirmed under fluoroscopy). Reprogramming was unsuccessful. Subsequently, the pt underwent surgical intervention on (B)(6) 2014 to implant new leads and extensions. The physician cut the tails of the existing extensions and left the reported leads/extensions implanted. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.